Event description:
During evaluation of a returned spectrum pump, the device had an air in line error. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had an air in line. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was determined to be the out of specification ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.